Event description:
Pt received "gunzar" ivpb in 1/2003 and was connected to continuous (5fu) infusion pump at 1cc/hr for 7 days. Rate checked by 2 rn's. Pt called the next day, stated their bag was almost empty. Pt came to clinic and 26 cc remained of an initial volume of 168 cc. Pump serviced 12/12/03 and received pump to clinic on 12/23/2002. Pt received 1775 mg "civ" over approx. 22 hrs.